Event description:
It was reported during a piomary hip procedure on a 76-year-old female patient that the final implant shell was unable to disassemble from the offset cup impactor. The procedure was completed successfully with an unknown surgical delay. No consequences or impact to patient.

Manufacturer narrative:
H3: the customer has indicated the complaint sample will be returned to viant for evaluation but has not yet been received to date. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted. G2: complaint information provided by distributor, depuy synthes.